Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter. The shaft of the catheter was broken. Catheter was observed fractured during the procedure, a second catheter was used to complete the operation. There was no report on adverse event on patient. Broken catheter shaft is MDR-reportable.

Manufacturer narrative:
On (B)(6)2022, bwi received additional information regarding the event. The condition noted prior to use, during use or after the device was removed from the body is unknown. There was no resistance or difficulty during insertion or removal of the catheter. The sheath used was synaptic 8.5f. Subsequently, on (B)(6)-2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
On (B)(4)2022, it was identified that the photographic analysis results were mistakenly omitted from the previous supplemental report. According to pictures provided by customer, the tip to shaft transition is broken but the internal components are attached avoiding the tip to be detached from the catheter. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Manufacturer narrative:
On 11-may-2022, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter. The shaft of the catheter was broken. Device evaluation details: visual analysis revealed tip-shaft transition broken; however, tip is not separated, and internal parts are still attached the issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. A manufacturing record evaluation was performed for the finished device [30639324l] number, and no internal actions related to the reported complaint condition were identified. The instructions for use (IFU) contain the following recommendations: the catheter was observed fractured during the procedure if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)